Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified right pulmonary artery. A 2.00mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for less than 30 seconds, the balloon ruptured. Neither the balloon nor a segment of the balloon detached inside the patient after it ruptured. Another balloon was used to complete the procedure. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Date of event: used the first day of the month of the aware date as the event date as it was unknown.